Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure (broken).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cfb (coherent fiber bundle) broken. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb (coherent fiber bundle). In addition, our technician confirmed that the insertion flexible tube crushed, the segment crushed, and the bending rubber cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.